Event description:
The report from (B)(4) study indicated that during the 1 year follow up, angiogram revealed recanalization of a part of the treated aneurysm. Action taken was additional coil embolization on. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome was indicated as "ongoing/improved". According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. During the 1 year follow up, angiogram revealed an occlusion of inters carotid. No action taken was taken. The event outcome was indicated as "ongoing/unchanged". According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was highly probable. The patient has a medical history of hypertension and coil embolization of right inter carotid-posterior communicating artery after sah. The unruptured saccular aneurysm neck was 4.8mm, and the neck to sac ratio was 4.8mm: 17.8mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.3mm. Mrs before the index procedure it was 0 and remained 0. The act was 172 seconds pre anticoagulation and 266 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 90% after the index procedure. Antiplatelet therapy included aspirin 100mg/day: ongoing, clopidogurel sulfate 75mg/day: ongoing, heparin 3500u: 4/25/2011, 4000u. Prior to implanting the vrd at the time of index procedure, envoy ((B)(4)), envoy (B)(4). Other devices utilized during the index procedure were, echelon/covidien (B)(4), radifocus gt/terumo, (B)(4), matrix/stryker (total 5), gdc/stryker(total 4). No further information is available and procedural images are not available.

Manufacturer narrative:
During the one year follow-up post enterprise vrd assisted coil embolization with two orbit coils (638cs1030/15248061 and 637cf0925/15154360) and nine noncodman coils (stryker matrix x5 and gdc x4) of a ruptured right internal carotid-posterior communicating aneurysm, it was reported that angiogram revealed recanalization of the treated aneurysm. Additional coil embolization with administration of heparin 4000u was performed three months later resulting in occlusion and satisfactory angiographic appearances with no issues noted. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. Additional information reported that at the time of the one year follow-up angiogram also revealed mild stenosis from the aneurysm neck to the internal carotid artery at the distal portion of the enterprise vrd. No action was taken in regard to the mild stenosis and the event outcome was reported as ongoing/unchanged. According to the physician, the relationship of the event to the vrd was highly probable but to the procedure was unrelated. At index procedure the 70 year old female with a medical history of hypertension underwent enterprise vrd assisted coil embolization of a right inter carotid-posterior communicating artery after subarachnoid hemorrhage (sah). The saccular aneurysm neck was 4.8mm, and the neck to sac ratio was 4.8mm:17.8mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.3mm. The act was 172 seconds pre-anticoagulation, heparin 3500u was given with an act of 266 seconds post anticoagulation. The occlusion rate of aneurysm was 90% after the index procedure. Antiplatelet therapy included ongoing aspirin 100mg/day and clopidogrel sulfate 75mg/day beginning two weeks prior to the index procedure. The modified rankin scale (mrs) score before the index procedure, one day post and one month post was 0. No further information is available and procedural images are not available. A review of the manufacturing documentation associated with the implanted orbit lots 15154360 and 15248061 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The coils remain implanted. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. The IFU precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. With review of the reported information it appears that clinical factors contributed to the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices used: echelon/covidien (B)(4), radifocus gt/terumo, (B)(4), matrix/stryker (total 5), gdc/stryker (total 4). This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00410 and 1058196-2012-00411. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.